Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who had been treated for mitral valve disease with the implantation of a cg future annuloplasty heart ring in the mitral position, passed away. The device was implanted on (B)(6) 2025, and the death occurred on (B)(6) 2025. The cause of death was not received. Therefore, relatedness of the death to the product could not be excluded. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. A4, b5, b7 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that post implant of this annuloplasty ring, the patient had an acute event and was noted to fall from standing with obvious symptoms of cerebrovascular accident. It was stated that the patient developed left sided weakness, dysarthria and r gaze preference. A computed tomography angiography (cta) performed showed right m1 occlusion, a mechanical thrombectomy was performed and blood clots were removed. It was stated that the clot was noted to be of an old consistency most likely cardioembolic and a computed tomography (CT) performed showed evolution of a large ischemic stroke. It was reported that the patient remained neurologically abnormal with no response to any external stimuli prior to death. The cause of death was reported as respiratory failure (rf).